Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and the pump battery could not be charged. After charging for an additional amount of time, battery was successfully charged. Customer¿s blood glucose level was 124 mg/dl.